Manufacturer narrative:
It was reported that the patient underwent an incisional hernia repair on (B)(6)2012 and 2 physiomesh were implanted. It was reported that the patient underwent mesh removal on (B)(6)2016 by dr. (B)(6), md at (B)(6)medical center. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to FDA; 06/27/2017. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on an unk date and mesh device was implanted. On (B)(6) 2014, the patient underwent surgery for recurrent abdominal surgery. He experienced chronic seroma postoperative and underwent excision of the seroma cavity multiple times which did reduce but did not completely destroy his seroma. No additional information was provided.